Event description:
It was reported that the patient underwent revision surgery due to dislocation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#00-8753-058-01; lot#65417801; item name: trilogy it cluster 58 ll; item#00-7711-011-00; lot#65309302; item name: ml taper sz11.0 std offset; item#00-8752-013-32; lot#64551867; item name: hxpe liner elevated ll 32. Report source-foreign-brazil. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing with the received additional information. Once the investigation is updated, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Pictures of the head were provided and the head was returned for investigation. On the articulating surface it is possible to see some pronounced metal transfer. On the non-articulating surface there are signs of metallic smearing. In the inner surface of the head it is possible to see the sitting pattern of the stem taper. Review of the manufacturing records identified no deviations or anomalies during manufacturing. Device used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a3, a5, b2, b4, b5, g3, g6, h2, h6, h10 no product was returned or pictures provided: product evaluation could not be performed. Review of the manufacturing records identified no deviations or anomalies during manufacturing. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the patient was being transferred from the operating table to the stretcher, the prosthesis dislocated, and a revision procedure was required. The liner, shell, stem and head components were removed and replaced.